Event description:
Caller reported that the t:slim x2 pump battery would not charge, and the pump screen was dark and wouldn¿t turn on. The customer confirmed their blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact to their blood glucose level. Technical support instructed the caller to ensure the pump was unplugged, press the center of the button, and later plug it into a power source with known working charging supplies, but the screen still did not turn on. The led was not blinking, and they were advised to use a tandem charging cable and wall adapter and leave them plugged into a working outlet for at least 30 minutes. The customer reverted to an alternate method of insulin therapy.